Event description:
Customer complains that a blood leak occurred during treatment. Blood flow: 280ml/min. Uf rate:1.2l/hr. Venous pressure: 175 mmhg. Dialysate pressure: 150 mmhg. Monitor type: nikkiao dbb-26. The blood loss for the patient was relatively minor, estimated 10 ml. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.